Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold, deformation, device appearance (observed 40 mm dark patch edge material inside gel device) wear abrasion and weight to the spec. Voids and cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional, changed, and/or corrected data: d.7., g.1.

Event description:
Healthcare professional reported capsular contracture (baker grade IV) and a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to capsular contracture, baker grade IV and anxiety. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported capsular contracture (baker grade IV) and a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. This record is for the left side. Device remains implanted.